Event description:
Allegedly cup failed - patient complained of pain.

Manufacturer narrative:
Investigation is not complete. The event device code is addressed in the package insert. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not be received from the user facility. This report will be amended when the investigation is complete.